Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to exercise a diagnostic sample from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. Device evaluation is anticipated, however, devicor medical products, inc. Has not yet received the device for evaluation. We are submitting this medwatch report pursuant to 21 cfr 803- if the malfunction were to re-occur, it would be likely to cause or contribute to death or serious injury.

Event description:
Devicor medical products, inc. Received a report stating the knockout tip fell off during procedure. The broken knockout tip almost got into the patient through the steel tube. This has been documented in our system as record number 11523686.